Manufacturer narrative:
The device was returned. The actuator coupler was observed to be broken. The reported premature deployment could not be replicated in a testing environment due to the returned condition of the device (the clip was returned detached from the cds). The reported noise could not be replicated in a testing environment as it was likely a symptom/cascading effect of the actuator coupler break. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints. All information was investigated, and the reported premature activation and noise appear to be due to the observed broken actuator coupler. However, a cause for how the coupler broke cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was returned, but evaluation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report premature activation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was prepared per the instructions for use (IFU) and inserted into the steerable guide catheter (sgc). Approximately 15cm prior to the clip exiting the tip of the sgc, a crack sound was heard inside the steerable sleeve handle. The physician check fluoroscopy and noticed that the clip had detached from the actuator mandrel as the l-locks were visible. However, the clip was still attached to the gripper line and lock line. The physician was able to remove the cds and clip without issues. The same sgc was used as it noted that no damage had occurred to the guide. An additional cds was inserted and successfully deployed, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.